Event description:
The operator successfully closed an arteriotomy site with the starclose device. After closure, the patient experienced episodes of low blood pressure and developed severe groin pain over the catheterization site. A very large hematoma developed over the course of the next 2 days and required surgical evacuation. The patient required a 2 unit blood transfusion. The patient was discharged in stable condition.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.